Event description:
It was reported that the patient experienced symptomatic bradycardia due to an apparent right atrial (ra) lead fracture. It was indicated that the ra lead had high impedance and an initial alert occurred about eight months prior to explant. The ra lead was removed and replaced. During the implant of the new ra lead, the right ventricular (rv) lead was extracted due to physician concern of undetected insulation damage as a result of the laser extraction sheath. It was noted that prior to the procedure that the rv lead was functioning within normal parameters. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead appeared flexed. The analyst commented that the anchoring sleeve fixation site could not be determined. (B)(4): we did receive performance data collected from the device and have analyzed the data. High resistance/impedance and patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. Weekly pace impedance trend data shows an abrupt increase for min and max atrial pace bi impedance= 494 to 4047 ohms peak between (B)(6) 2010 and (B)(6) 2011.